Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem, failed delivery volume at 21. 16 ml, was not reproduced during flow accuracy testing. The event history log (ehl) review was performed and revealed an infusion programmed at a rate of 40 ml/hr and a volume-to-be-infused of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption. No abnormalities were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed delivery volume at 21.16ml during an unspecified process step. There was no patient involvement. No additional information is available.